Manufacturer narrative:
In conclusion, the blood sampling valve (bsv) is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).

Event description:
The customer reported low red blood cell (rbc) count on a new control involving the coulter lh 500 hematology analyzer. No erroneous patient results were generated. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was onsite and determined the blood sampling valve (bsv) bar had crusted, dry diluent. The fse replaced the bsv and resolved the issue. The instrument was returned to normal operation.